Event description:
It was reported that the doctor attempted to deploy the stent during an a/v graft pseudoaneurysm case and experienced resistance. He could not deploy the stent. It was discovered that the blue outer catheter on the delivery system was torn near the hub. The delivery system was removed. Another stent was used successfully to perform the procedure. There was no patient injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing, and inspection of this product and the product was found to have met all specifications prior to shipment. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures, and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety, and effectiveness of this device for use in the vascular system has not been established. The sample has been returned, but the investigation has not been completed to date.